Event description:
The patient is status post heart transplant and was in-house for treatment of organ rejection. A plasmapheresis catheter was placed and the 1st round of plasmapheresis was run. Near the end of the run, the nurse noticed that a clamp had not been released, and excess fluid was not exchanged per protocol. The patient was not harmed by this incident. We have experienced the waste bag being accidentally clamped three times in the last six months. There are no instructions to clamp the bag until the very end of the procedure by the manufacturer or in our own standard operating procedure. In discussing the situation with the manufacturer, the medical personnel and gambro agree that the clamps were likely placed during the manufacturing or packaging of the kit. The manufacturer suggested removing the clamps from the waste bag line, which has been done.